Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act button does not work on the insulin pump. The caller did not provide information on their blood glucose value nor did they troubleshoot the issue. The customer did not return the insulin pump back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.